Event description:
When removing the balloon catheter from the pt in the cardiac cath lab, approx 2 inches of the balloon tip broke off from the catheter. When this was realized, the physician removed the entire balloon system to retrieve the tip. The item has already been returned to the MFR.